Manufacturer narrative:
Date of event: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070505.

Event description:
It was reported that the patient was not getting stimulation paresthesia over pain areas. An x-ray was taken and confirmed that the leads fell out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned to bsn due to hospital policy.